Manufacturer narrative:
RMA issued. Replacement device shipped to site (B)(4) 2012. Medtronic evaluation of returned suspect device found that there were not able to get the drive to come apart without using tools. The drive shaft does comes unscrewed from the drive when using pliers and vice-grips. Wear directly caused the event.

Event description:
A medtronic representative reported the awl/probe/tap (apt) driver broke into two pieces while in a posterior spine fusion from t2-s1. The procedure was completed with the use of the stealthstation s7 system. There was no impact on patient outcome.